Manufacturer narrative:
Unit had cracked and bleeding lcd glass. Also unit had minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call that insulin pump was dropped when changing infusion set. As a result display screen was damaged. Customer's blood glucose was 180 mg/dl. Customer was advised that insulin pump would need to be replaced.